Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-130mg/dl fasting. Verified the strips expire 8/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns:170, 153, 154. Customer complaining her meter has been producing very high results of 170mg/dl, 153mg/dl, and 154mg/dl. Customer recently began taking medications for her cholesterol, three different types of medications for allergies, and multi-vitamins. Customer does not have any more test strips in this vial producing high results; unable to run back-to-back blood test at this time. Customer did not provide times for last 5 results.